Event description:
Itrack advance catheter started stripping, i.e.: tearing of outer sheath when the surgeon was retracting the catheter during the procedure. The surgeon retrieved the broken catheter from the patient's eye with forceps.